Manufacturer narrative:
Reference medwatch 3004209178-2015-60154 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had issues with the insulin pump. The drive support cap was slightly recessed. Insulin started to squirt out and the piston did not move at all. The insulin pump was exposed to moisture because the reservoir leaked. The leak was located where she took the tubing off the reservoir connector. Customer's blood glucose level was 250 mg/dl. The device was not returned.